Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during an open resection of the lungs. While closing a lobe aorta, the vessel wall stuck to the stapler and the stapler was unable to be removed. Due to the compression, the vessel tissue was so strong on the branche of the stapler that it could not dissolve itself. To resolve the issue, the vessel wall was covered with a swab from the device plate. No patient injury or extension in surgical time. Patient status is alive, no injury.